Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt underwent a surgical procedure to receive a scs sys on (B)(6) 2011. It was reported that the physician implanted a percutaneous lead after experiencing difficulty accessing the pt's epidural space. Intraoperative testing revealed high impedance measurements on multiple lead contacts. The lead was replaced with a lead from the same lot, but invalid impedance readings were observed during testing. The physician replaced the lead with another lead from the same lot and no impedance issues were reported initially. Diagnostic tests using the pt programmer allegedly revealed high impedance readings on the ends of the lead. The physician decided to leave the lead implanted, and no further issues were reported postoperative. Later that day, the pt reported that high impedances were causing the program to turn off. The pt was reprogrammed and regained effective stimulation. No further pt complications were reported. The first two leads were returned to the MFR for analysis.